Manufacturer narrative:
. Additional information received: the physician has changed the correlation decision of this event from ¿ relevant¿ to ¿ irrelevant¿ (not related to the hakim valve - ID 823832).

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID (B)(6)) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2025-00148. Event reported from a post-market clinical program: a facility reported a hakim valve (ID 823832) and a bactiseal catheter (ID 823072) were implanted on (B)(6) 2021. The patient was admitted due to poor wound healing at the surgical site without obvious cause. On (B)(6) 2021, the patient underwent wound debridement and suturing of the head incision, after which the wound healed well with an uncomplicated recovery. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.